Event description:
The customer reported a leak of etoposide "at the first circle on the filter." The set was primed by the pharmacy and no leaking was noted. When the infusion was started the pt noticed etoposide leaking from the filter within the first few mins. The tubing set up was changed to a low sorbing set with an add-on filter and add-on texium. The infusion completed with no further issues. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.